Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test or confirm displacement anomaly due to pump error 38 alarm. Pump error 38 alarm confirmed due to corroded home switch. Unable to download history files and traces using thump due to pump error 38 alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection fading serial number label and cracked keypad overlay at select button. Unit was confirmed for pump error 38 alarm due to moisture damage. Exposure to moisture was confirmed. Unable to perform the displacement test, prime/seating test, basic occlusion test, and force sensor test due to constant pump error 38 alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer cannot get the pump to rewind, leaks at the reservoir and pump was exposed to moisture. The customer reported no adverse event. The event involved product mmt-1880 and mmt-332a. Troubleshooting was performed. Attempted to complete again the rewind but pump could not complete the load reservoir process. Leak has passed both two rings. Pump has passed self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the reservoir. Mmt-322a was requested and customer response was the device will be returned.